Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue in which nurses were unable to view patient information. A technical support specialist (tss) determined that the station did not have access to the unit to which the patient had been admitted. The customer also identified that the patient was not being transferred between units in the system when the patient was physically moved. The customer needed to work with their interface team to determine why the visit information was not transferring between units and provided permission to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were unable to view patient information. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.